Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis and ventricular fibrillation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects) of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure to treat 100% stenosis in the mid left anterior descending (lad) artery. The 2.75 x 38 mm xience xpedition stent was implanted. Post implantation, the patient became unconscious, cyanotic and went into cardiac arrest. External chest compression was performed and an electrocardiogram (ECG) was obtained, with results showing the patient in ventricular fibrillation. Electric defibrillation was performed and ECG noted recovery of sinus rhythm. On (B)(6) 2014, in-stent thrombosis of the implanted 2.75 x 38 mm xience xpedition stent was noted and the patient underwent a second procedure, with implantation of a 2.5 x 28 mm xience xpedition stent. No additional information was provided.